Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had an episode of syncope. It was noted that the patient was in an atrial tachycardia response (atr) episode and was ventricular pacing at a fallback rate of 70 beats per minute. The patient had a premature ventricular contraction (pvc), then a faster rhythm occurred, and was detected in the ventricular tachycardia (vt) zone. It was noted that the device delivered anti tachycardia pacing (atp) which accelerated the rhythm into the ventricular fibrillation (vf) zone and the patient was treated with 41 joule shock that converted the rhythm. Technical services (ts) discussed why the device delivered therapy and that they suspected a true dual arrhythmia due to how the device was in fallback and a pvc started things and the patient passed out, then the shock converted the rhythm. It was noted that this would be discussed further with the physician.